Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to server to confirm the messages were current and there were no issues. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, entire server became down after the information technology department worked on a customer login issue and performed a restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.